Event description:
The manufacturer received information alleging a ventilator inoperative message was displayed and it is alarming. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative message was displayed and it is alarming. There was no harm or injury reported. A trilogy evo system board was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the system board for visual defects and found none. Pil installed the system board in test bed and the system board operated without any issues. Pil concluded that the system board operated as designed.